Event description:
Consumer contacted dexcom to report consumer experienced broken sensor wire. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The sensor wire was detached from the sensor housing assembly. Microscopic investigation revealed that the distal end of the sensor wire still contained in the parylene cap and there was no fracture along the sensor. Therefore the complaint of broken sensor wire was not confirmed.